Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation had a white substance. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the all of the conductors had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device and leads is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed) and the outer insulation had a white substance. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. It was noted that the all of the conductors had blood/body fluid (not obstructed) and the outer insulation had cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with the cause of death listed as cardiac arrest. Information identified in the manufacture's database indicated the patient died approximately (B)(6) post implant of the system. Additional circumstances surrounding the death have been requested and not received.